Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported when loading the hst iii system (3.8mm), it did not roll tight enough to safely deploy. When loading the device the heartstring did not roll tight enough to safely deploy. This would have been step 2. The device was never used on the pt because it never seeded in the tube properly. No adverse effects. New device was opened to field. No delay in case.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/19/2024. An investigation was conducted on 04/29/2024. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device. The seal was observed to be in the delivery device in an opened state but not in it normal seated position in the delivery tube. The white plunger was not depressed and the blue safety lock was on, which prevents the white plunger from being depressed. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no cracks or delamination observed on the intact seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.46 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000362951 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.